Event description:
According to the customer, while the end-user was using the crutches on (B)(6) 2026 "the red clips to hold the crutch position in place broke", and the "bottom rubber on the bottom of the crutches gave out, which popped the metal through" causing the end-user to fall.

Manufacturer narrative:
According to the customer, while the end-user was using the crutches on (B)(6) 2026 "the red clips to hold the crutch position in place broke", and the "bottom rubber on the bottom of the crutches gave out, which popped the metal through" causing the end-user to fall. The customer reported that the end-user stated, "he is ok, without any injury". No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.